Event description:
The information received from the (B) (4) study indicated that two months after the index procedure of the patient died. There was no autopsy and no official cause of death known. This was thought likely to be a cardiac event. The pi does not feel there was any relationship of the cordis product to the event. The event was reported to be unrelated to the device and procedure.

Event description:
The clinical events committee adjudication minutes were received and note that the contributing etiology for the patient's death approximately two months after stent placement in the left ica was cardiac in origin and was unrelated to both the precise stent and the index procedure and was not neurological in nature. Approximately 2 months after stent placement, the patient was found unresponsive on the floor. He was hypotensive and there was evidence of aspiration. His breathing was agonal. Resuscitation efforts were initiated and he was transported to the emergency room. A head CT was performed which revealed no evidence for an acute intracranial process. An ECG was also performed which revealed a left bundle branch block. The ck, ckmb and troponin levels were all elevated. The clinical impression was that the patient had sustained a probable anoxic brain injury as he was in cardiogenic shock with hypoxic respiratory failure and metabolic acidosis secondary to acute kidney injury. The prognosis was deemed poor. The patient was subsequently transitioned to comfort care by the family.

Event description:
The information received indicated that the patient was admitted with a 60-70% stenosis in the distal left anterior descending (lad) and 80% stenosis in the proximal lad. Ivus was performed before stenting to confirm severity and length of stenosis. Ivus performed more distally and showed distal stenosis was significant and the disease extended from proximal to the distal vessel. It was not documented that the lesions were pre-dilated. A 3.0 x 13mm cypher implanted in the distal lad at 16 atm, which was post dilated with a 3.5 x 15 mm boston nc balloon at 12 atms two times. A 3.5 x 23mm cypher implanted in the proximal lad at 18 atm and post-dilated with a 4.0 x 9mm boston nc balloon at 12 atm two times. The two stents were connected with a 3.50 x 33 cypher deployed at 16 atm. The residual stenosis was none to very little (less than 5%). Ivus was performed after the stents were implanted and the connecting stent was an area of concern. The stented area was post-dilated a couple of times to confirm apposition, which was again confirmed with ivus. The ivus after stenting confirmed excellent sizing and mla (maximum lumen area).

Manufacturer narrative:
Clopidogrel (both medications administered pre-, post-procedure and at discharge).the product is not available for evaluation. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
The information received from the (B) (4) study indicated that two months after treatment of an 80% stenosed left proximal internal carotid artery (ica) with a precise pro rx the patient died. There was no autopsy and no official cause of death known. It was reported that this was thought likely to be a cardiac event. The primary investigator does not feel there was any relationship of the cordis product to the event. The event was reported to be unrelated to the device and procedure. At index procedure the 80 year old male had a history of hyperlipidemia, cardiac arrhythmia, history of smoking (>5packs of cigarettes), diabetes mellitus, coronary artery disease, coronary percutaneous revascularization, hypertension along with high risk criteria of contralateral carotid occlusion. The patient was symptomatic with a baseline (B) (6) stroke scale score of 1 and a modified (B) (6) stroke score of 0. The target lesion was an 80% stenosis of the left proximal internal carotid artery with a lesion length of 10mm. There was no thrombosis at the target lesion. There was mild vessel tortuosity with moderate lesion calcification. The lesion was ulcerated. A 6mm angioguard rx was successfully deployed and retrieved without associated technical problems or major adverse events. There was debris in the basket upon retrieval. The total length of the stented segment was 30mm. The reference diameter was 7mm. There was no documented pre-dilation and it was indicated that the lesion was not resistant to pta. The 8x30 precise stent was deployed at the target lesion with no associated stent malfunctions or associated major adverse events. The final target lesion stenosis was 0%. The patient was discharged the following day with no major adverse events with an (B) (6) stroke scale score documented as 0 and modified (B) (6) score of 0. The product was not returned for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15109137 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Manufacturing records for lot 15109137 were reviewed and product met all quality requirements for product acceptance. A DHR review was requested to nitinol devices & components (ndc) and the results indicate that the stent shipped meets specified release requirements. Based on the lack of information regarding the cause of the patient death two months post precise carotid artery stenting no conclusion can be made regarding a relationship of the device to the event. The patient's complex medical history put him at a greater risk for major adverse events. With review of the available information, there are no identified device manufacturing or performance issues related to the event. Therefore, no corrective actions will be taken.

Manufacturer narrative:
Based on the additional information received, the event is now considered not reportable under medical device reporting.